Event description:
The user facility reported that when a lighthead was adjusted over a patient, the light handle assembly fell off the lighthead into the patient's open incision. The user facility reported minimal delay to the patient procedure and that the patient's current condition is fine.

Manufacturer narrative:
A steris service technician inspected the surgical light handle assembly and found that the light handle adapter was not properly tightened after a repair or cleaning activity. The surgical light is not maintained by steris; it is maintained by a third party biomedical service group. The biomedical service group tightened the light handle but did not properly tighten the light handle adapter, which allowed the assembly to fall during the patient procedure. A steris service technician counseled the biomedical technician and provided training on the proper maintenance of the surgical light on (B)(6) 2011.